Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s spouse that the patient was in hospice care and the implantable cardioverter defibrillator (ICD) had ¿gone off¿ ten times in the past three months and was ¿torturing¿ the patient and that every time the ICD delivered a shock, the patient got ¿more braindead¿. The patient passed away a week later and the patient¿s spouse stated that the ICD shocked the patient even after they passed. A cause of death has been requested but has not been received.